Manufacturer narrative:
B3: event date is date valid continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-oct-2028, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 08-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep). Rep reported that the patient (pt) reported they got hit from behind while in their car by another car. There were no device issues when they checked with rep, all connections and impedances were excellent, and the leads were checked with x-ray. X-ray showed very little migration of leads. Rep reprogrammed the scs and pt was satisfied. The information has been confirmed with the physician.